Manufacturer narrative:
This report is for unknown number of unknown screws. Part#, lot# and UDI # is not available. Dates of implant and explant are unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown number of unknown screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after review of the following literature article: tielemans a. (2017). Effect of four-corner fusion with locking plate without bone graft on functional recovery of the wrist: new treatment guidelines. Hand surgery and rehabilitation. Volume 36, pages 186-191. Belgium. The purpose of this study was to assess the effect of four-corner intercarpal fusion with locking plate without bone graft on daily activities and pain in patients with stage ii and iii scapholunate advanced collapse and scaphoid nonunion. This is retrospective review of a study performed a retrospective study between 2010 and 2014 on patients suffering from stage ii or iii scapholunate advanced collapse (slac) and scaphoid nonunion advanced collapse (snac), who benefited from scaphoidectomy with four corner fusion (4cf). A total of 25 scaphoidectomy with 4cf procedures were performed on a total of 21 patients. The study cohort consisted of 9 snac-wrist patients, of which 5 were stage ii and 4 were stage iii, and 12 slac-wrist patients, of which 3 were stage ii and 9 were stage iii. The study sample consisted of 15 men and 6 women. Scaphoidectomy was done either en bloc or through fragmentation. No bone grafting was performed. The implant consisted of 4cf plate with locking screws (synthes 2.4 mm variable angle locking intercarpal fusion system). Pain was assessed using the visual analog scale (vas) before and after surgery. For disability of the upper extremities and to monitor the changes in function over time, quickdash questionnaire before and after surgery was evaluated. Vas and quickdash were evaluated at 16 months (12¿27) post-surgery. In post-surgery (median of 16 months, range 12¿27), the wrist¿s range of motion in flexion/extension was measured using a goniometer. Grip strength was assessed bilaterally with a jamar dynamometer. Anterior-posterior (ap) and lateral x- rays were performed postoperatively to check implant position and fusion. Despite the presence of the plate while union was achieved, follow-up x-rays were performed at 6 weeks, 3 months, 6 months and 1 year to ensure bone fusion. Return to previous activities, or lack thereof, as well as complications were noted. Median follow-up was 16 months (range: 12-27 months). The median age of patients was 53 years (range: 28¿ 78 years). The following complications were noted: one patient needed to adapt to his/her work to continue working. Three patients had clinical complex regional pain syndrome confirmed by bone scan. Two devices had to be removed due to discomfort secondary to dorsal-radial impingement between the plate and the dorsal edge of the radius.. This report is for unknown number of unknown screws. This is report 2 of 2 for pc-(B)(4).